Event description:
It was reported to boston scientific corporation that a rx needle knife xl was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the rx needle knife cutting wire was broken. It was reported that no part of the cutting wire detached and fell into the patient. The procedure was completed with another rx needle knife xl. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.